Manufacturer narrative:
On 28 june 2017 the (B)(4) performed a preliminary investigation and commented as follows: based on the provided information, the surgeon tried to performed a "hybrid" surgical approach, partly percutaneous for pedicle fixation, and partly "mini open" for interbody fusion. This technique is not indicated in the surgical technique, the percutaneous towers, even if designed for minimally invasive surgery, are too large to allow a posterior access to the intervertebral disk "in between" themselves. Therefore the surgeon had to intentionally disassemble the towers before completing the pedicle fixation. This is also not indicated in the surgical technique. Than the surgeon performed the interbody fusion and, later, attempted to re-engage the perc. Tower to the implant through the percutaneous incision. This manoeuver is not expected in a standard surgical workflow. It can be necessary in case of complex surgeries or mistakes. For such cases an "emergency realignment tool" is provided in the set to help the manoeuver. However the manoeuver itself can be difficult due to the soft tissue pressure and delicate due to the lack of visibility. In case of unsuccess, the surgeon needs to move from a percutaneous surgery to a miniopen or a open surgery, with some delay of the surgery. The proposed root cause of this event is mis-use / off label procedure.

Event description:
During an l4-s1 fusion, the surgeon was using the percutaneous towers and he did not have good visibility. He had to take the towers off to proceed. When he went to put the towers back on, he was unable to engage the towers to get rod insertion and rod reduction. The surgeon removed the l5 screw and reattached it to a tower outside the incision and re-implanted it. The surgeon put the set screws on l4 and s1 open. The surgery was delayed 30 minutes. The surgery was completed successfully. The surgeon used the emergency realignment tool which also did not work. X-rays are not available. Instrumentation is not available.